Event description:
The customer's wife called to report that the customer was hospitalized due to pneumonia and high blood glucose levels. Troubleshooting was performed, and the daily totals did not match up correctly. Advised the wife that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No history anomaly was noted.